Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead's insulation was separated from the pin when the physician pulled it out of the header after loosening the atrial setscrew during a change out procedure. This ra lead was surgically abandoned and the device was set to vvi. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead was separated from the terminal ring. Hence, the allegation was confirmed.